Manufacturer narrative:
A visual inspection of the device as completed. The visual exam confirmed: moderate electrode wear; cable and connector block were cut off; part of the adhesive around the spacer where it meets the return/shaft had detached. A functional test of the device was performed: the device was able to fire in saline. The device was activated at default settings (coag -1 and ablate -7) and maximum settings (coag -2 and ablate -9). The suction line was found to be functional. The lot history record could not be reviewed as lot number was not available. The root cause of failure of detachment of the adhesive could not be determined.

Event description:
The pt underwent a left shoulder rotator cuff repair and an arthroscopic subacromial decompression using a super turbovac 90 with integrated cable arthrowand. Reportedly, the arthrowand seal on the end of the wand started to come off in the surgical site. It is unk if fragments were left in the pt. No pt injury or adverse effect to the pt was reported.